Event description:
It was reported that there was no lock between the implanted device and the external equipment. External equipment was exchanged. The issue was not resolved. Device revision surgery has been scheduled.